Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported foot retraction problem; however, the difficulty removing the device, tissue damage and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a chronic total occlusion of the right coronary artery interventional procedure. Reportedly, the proglide foot would not close and the proglide device could not be removed. The patient was taken to surgery to remove the proglide device and repair the artery with a patch. The surgical removal of the proglide device was done under general anesthesia. There was a clinically significant delay in the procedure due to the surgical removal of the proglide device. Antibiotics were given due to the surgical procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.